Event description:
It was reported that since the summer (1998) on repeated occasions problems connecting filters to mainstream carbon dioxide airway adapter have been observed (connection is loose, which leads to measurement errors and removing of filter from adapter).